Event description:
A malfunction identified as malf 24 was reported with the customer's pump, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer planned to use multiple daily injections (mdi) as backup therapy while cts arranged for a replacement pump. Cts provided instructions for putting the malfunctioning pump into storage mode and confirmed the customer understood the procedure for returning it. A replacement pump was sent to the customer without requiring a signature for delivery, and the caller was informed about the steps to take upon receiving the new pump.